Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited slightly increased thresholds. The physician attempted to replace the lv lead but was unable to implant a new lead due to patient anatomy. The physician opted to keep the existing lv lead. The lead remains in use. No patient complications have been reported as a result of this event.